Event description:
The reporter stated that they saw bleed back through the white valve during a stress test on a treadmill. The reporter indicated that this had occurred twice but did not provide specific info. No pt injury or treatment was associated with this event.